Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a hub stuck in serter of the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer reports serter released the needle hub/sensor nad catch arm is not bent. The customer will return sensors and we advised that we replaced sensor.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the needle separated from the sensor. Unable to confirm the customer received sensor in said condition due to the product being returned opened/used.